Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer¿s blood glucose level was unknown. The customer did troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc, act and up buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker